Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg were used beyond expiration for patient collection and testing. No patient impact was reported.

Manufacturer narrative:
D.4: medical device lot expiration date: unknown. H.4: device manufacture date: unknown. H.3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive returned samples or photos from the customer for investigation. Additionally, incident lot # was unable to be determined. Therefore, review of device history record and retention testing could not be conducted. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. This complaint was unable to be confirmed for expired tubes. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg were used beyond expiration for patient collection and testing. No patient impact was reported.